Event description:
On (B)(6) 2005, the patient was implanted with an scs system. The patient was being reprogrammed because she said that the ipg was not lasting as long as it used to between charges. When the clinical specialist would try to save the program, the patient would get a shock and the programs would not save. This happened twice, after which time the patient wanted to stop the programming session. The patient talked to her surgeon and they are going to replace the entire system.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: product has not been returned so no analysis can be competed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.